Event description:
It was reported a spectrum pump's door would not latch. It was also reported there was no pt injury. During baxter's evaluation of the device, it was found that the device alarmed door not fully latched.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability of the door to latch was confirmed and reproduced as door not fully latched alarms. This conditions was caused by backed out screws which mount the pumping mechanism to the front case. The screws were replaced.